Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient who was injected with juvéderm® volift¿ with lidocaine into the tt1, tt2, e1 and e2 periorbital region. Patient experienced supratrochlear vascular occlusion with painful lesions, itchy and infection in the forehead. Patient was treated with 1500 u of hyaluronidase, dacortin, cefalexin, aas, mupirocin and retogesic, mupirocin. Symptoms ongoing/unresolved.

Event description:
Healthcare professional (hcp) reported that a patient who was injected with juvéderm® volift¿ with lidocaine into the tt1, tt2, e1 and e2 periorbital region. Patient experienced supratrochlear vascular occlusion with painful lesions, itchy and infection in the forehead. Patient was treated with 1500 u of hyaluronidase, dacortin, cefalexin, aas, mupirocin and retogesic, mupirocin. Symptoms ongoing/unresolved.